Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopy sleeve gastrectomy. While firing on the antrum of the stomach the device fired partially. After waiting the device did not fire. The surgeon was not able to squeeze the handle but was able to press the green firing button. First cartridge fire a little and got stuck. Second cartridge did not fire at all. No staples placed neither tissue was cut. The case was completed using a new device. No patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopy sleeve gastrectomy. While firing on the antrum of the stomach the device fired partially. After waiting the device did not fire. The surgeon was not able to squeeze the handle but was able to press the green firing button. The case was completed using a new device. No patient injury.